Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the right master tool manipulator (mtmr). Isi has received the mtmr involved with this event , however, failure analysis testing has not yet been completed as of the date of this report. A follow-up MDR will be submitted when failure analysis has completed their investigation.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the customer contacted a technical support engineer (tse) and reported that errors were occurring on the secondary surgeon side console (ssc). The system logs confirmed quadrature errors reported by right master tool manipulator (mtmr) 2 on axis 2. The customer was to continue the procedure with ssc1 only. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
The right master tool manipulator (mtmr) was evaluated by failure analysis and the reported failure (error 23025) was unable to be reproduced but could be confirmed as having occurred via error logs. During evaluation, error 23025 was observed along axis 2 via error logs. Visual inspection was performed. The mtm2 was installed onto the system and powered up. The unit passed all functional testing with no further issues.

Event description:
Refer to h11 for follow-up information.